Manufacturer narrative:
On 7/10/2019, the mentor failure analysis lab has received the device for evaluation. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. On (B)(6) 2019, during evaluation of the sample it was observed to be intact. No anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. (B)(6). The mentor leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not appear to meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Events that involve these devices would not need to be reported as mdrs. However, since this event has been reported previously as psr report, we will conservatively report it as MDR. Concomitant medical products: non-mentor device eurosilicone. Reason for device explant and/or reoperation: capsular contracture this device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number ip-00031419. Note: manufacturing number used was texas manufacturer because originally the implant was unknown gel mentor 1645337-2019-19329. The address of the correct manufacturer is in this report, however, since it is leiden device it is not reportable as MDR. However, since it has been previously reported, it will be conservatively reported to FDA. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast implantation procedure of unknown type with a cpg 333 and experienced capsular contracture baker grade ii on the right breast implant. As a result, the patient had undergone removal on (B)(6) 2017. This report contains supplemental information for mentor psr reference number ip-00031419.

Manufacturer narrative:
On 9/16/2019, it was erroneously omitted that originally in the initial report the manufacturer was mentor texas. The information about the manufacturer is: mentor texas, 1. Manufacturer contact name: (B)(6). Address: (B)(6). Manufacturer contact phone number: (B)(6). Manufacturer site addr. Street line 1: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09/13/2019, it was reported incorrectly that the device return fields were not checked. The device was returned. Manufacturer¿s reference number: (B)(4).